Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the smart device notification that bluetooth is turned off occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of the smart device notification that bluetooth is turned off could not be determined. A root cause could not be determined.